Manufacturer narrative:
Qc was within specifications prior to and following the event. System checks conducted and 02/07/07 and 02/14/07 were within specifications. The specimens were collected in 13x75mm greiner, plastic, lithium heparin tubes without gel. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. An ER patient sample (a) was tested for accu tni and a result of 1.23ng/ml was obtained. On the same day, a fresh sample (b) was collected from the patient and tested for accu tni; the result was 0.03ng/ml. The customer collected a 3rd sample (c) from the patient and tested for accu tni; the result was 0.02ng/ml. On the next day, the customer re-tested sample b for accu tni and the repeated result was 0.02ng/ml. Based on available information, patient was admitted to ICU following the erroneous result for observation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.